Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer passed away. Cause of death was not provided. Per customer's hcp, no information is available regarding customer's death. Per medical examiner, customer was not a medical examiner's case. No further information was available.